Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00897. It was reported a cerebrospinal fluid (csf) leak occurred at both the t12 and l1 vertebral levels while the physician was attempting to place drg leads. The physician abandoned the procedure. Postoperatively, the patient reported left lower extremity weakness. However, the patient stated she typically experiences weakness following any type of procedure.